Event description:
Following a diagnostic catheterization procedure in 2002 a vasoseal vhd was deployed. Following deployment the groin site was unremarkable. The pt developed a hematoma after arriving on the floor and the hemoglobin dropped from 10.8 to 8.0. The pt was given two units of red packed blood cells. The pt's platelets prior to transfusion were 93,000. The pt's hosp stay was prolonged by three days due to the hematoma. No further complications were reported.